Event description:
The olympus representative reported (on behalf of the customer) that during preparation for a transbronchial lung biopsy procedure, the evis exera iii video system center displayed an error code b40 message on the monitor. The intended procedure was completed with a similar device with no delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a printer circuit board failure. Additional issues were identified during the device evaluation: a receptacle was found loose and might be responsible for flickering or noise in the image; dust was found inside the equipment; the front panel was found cracked, and screws could not be fixed into it with the proper torque; and tracks of flat cable were found rusted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.